Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose went from 131 mg/dl to 55 mg/dl within one half hour without any alarms and states that sensor was reading at 70. Customer reported of having a diabetic seizure and was taken to the hospital via ambulance. Customer experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 75 and blood glucose was 55 mg/dl. After troubleshooting, customer was advised to call back should issues persist.